Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of storage mode prior to implant and upon interrogation showed 10 percent estimated remaining battery life. Boston scientific technical services advised the s-ICD not be used and be returned for analysis. No patient involvement was noted. The device is expected to be returned for analysis. Further review of the information by engineering determined that the 10 percent battery remaining was an erroneous result generated from a software update.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of storage mode prior to implant and upon interrogation showed 10 percent estimated remaining battery life. Boston scientific technical services advised the s-ICD not be used and be returned for analysis. No patient involvement was noted. The device is expected to be returned for analysis. Further review of the information by engineering determined that the 10 percent battery remaining was an erroneous result generated from a software update.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. With the available information, boston scientific confirmed this s-ICD was manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This issue does not affect the device's performance, i.e., ability to detect or treat arrythmias, or the actual battery longevity.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of storage mode prior to implant and upon interrogation showed 10 percent estimated remaining battery life. Boston scientific technical services advised the s-ICD not be used and be returned for analysis. No patient involvement was noted. Further review of the information by engineering determined that the 10 percent battery remaining was an erroneous result generated from a software update. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. With the available information, boston scientific confirmed this s-ICD was manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This issue does not affect the device's performance, i.e., ability to detect or treat arrythmias, or the actual battery longevity. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of storage mode prior to implant and upon interrogation showed 10 percent estimated remaining battery life. Boston scientific technical services advised the s-ICD not be used and be returned for analysis. No patient involvement was noted. The device is expected to be returned for analysis.